Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without low battery alert. The customer was assisted with off no troubleshooting. Customer's blood glucose was unknown at the time of incident. The customer stated that they received off no alert without receiving a low battery alert first. The customer states that the battery was not previously used, the pump was not dropped, had no unattended alarms, and that the battery cap was not damaged. Customer stated that new battery inserted resolved the issue. Customer was advised to monitor insulin pump. The product will not be returned for analysis.